Event description:
It was reported that a device was used during a low anterior resection. The device fired malformed staples. Another device was used to complete the case. There was no consequence to the pt. The device was discarded.